Manufacturer narrative:
This event was previously submitted on a summary report. Subsequently, medtronic has received additional information which is being submitted via this 3500a. Post market vigilance (pmv) led an evaluation of the device. No knife impression was observed along the cutline impression in the cutting ring/mylar cover. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the secondary condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. The instructions for use of this product states: excess tissue or significantly uneven tissue thickness may result in unacceptable staple formation and/or an incomplete cut. The instructions for use also states: failure to squeeze the handle fully during firing may result in unacceptable staple formation and/or an incomplete knife cut. This may result in leakage. Ensure that the handle is fully squeezed when the metal underside of the handle contacts the stapler body to the fullest extent. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, incident happened during firing, after the purse-string procedure knotted and tied on the anvil. Stapler has fired but stapling on the tissue didn't happen. No injury caused to patient.